Event description:
A critically ill patient in china was undergoing continuous renal replacement therapy on a prisma machine with a prisma m100 filter. Following the initiation of treatment, the nurse observed an blood leak on the venous return line. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 107 ml. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss. Treatment was restarted with a new filter set without any reported complications. Gambro later learned the patient expired the following day. The cause of death was reported as heart failure. Further patient and treatment related data was requested but not provided.

Manufacturer narrative:
On (B)(6) 2014 at 0843 mdt, gambro received email notification from esg help desk that the FDA gateway was unavailable. On (B)(4) 2014 at 0300 edt, esg help desk sent out the notice that the FDA gateway was now available for production. As a result, this emdr was not submitted until (B)(4) 2014. The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved line were provided. A crack was detected on the return line. This crack could be the root cause of the reported external blood leakage, however, no leakage was reported during the priming of the prisma m100 set. The root cause of the reported event remains unknown. The review of the prisma m100 pre set device history record for lot number 13f0303 shows that no manufacturing anomaly was recorded regarding this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.